Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial tachy therapies had recorded pauses in ventricular pacing. These pauses were identified during holter monitoring for reported patient symptoms including lethargy, shortness of breath, and presyncope.